Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported pull off - suture needle. One unopened sample of product code eh7222, pbq560 were returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-88008. Analysis results have been included in reports for each. Additional information was requested and the following was obtained: did 2 needles from eh7222h pull off, before use on patient? Or during suturing? During suturing. Note: events reported in 2210968-2019-88008.

Event description:
It was reported that a patient underwent an unknown bypass surgery on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.